Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient was hospitalized for syncope. Upon interrogation oversensing on the right atrial (ra) channel and pacemaker mediated tachycardia (pmt) were also observed. Boston scientific technical services (ts) was consulted and discussed programming options. The clinician stated that they would like a field representative to come out and also interrogate the device. A field representative is attempting to obtain additional information. No additional adverse patient effects were reported.

Event description:
Additional information from the field representative was received that the cause of the syncope and ra oversensing were unable to be determined. The field representative also noted that no x-ray or intervention was taken. The physician opted to take no action at this time.